Event description:
Home patient reports she accidently touched a spike on homechoice set with her finger during set up but continued with treatment anyway. Home patient realized error and ended treatment during initial drain. Home patient then set up all new supplies to complete therapy. Per rn, there was no pt injury and no medical intervention required. Rn states home patient is 82 years old and occasionally gets confused, but she does know correct procedure. Rn will reinforce correct procedure with home patient.